Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained excessive gel. The following information was provided by the initial reporter: "double volume gel"

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained excessive gel. The following information was provided by the initial reporter: "double volume gel."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excessive gel with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see section h.10.